Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported by a peritoneal dialysis (pd) nurse that a fluid leak was discovered during treatment complete of pd treatment training in the clinic. The patient encountered air detected in cassette warnings. The nurse then noted a fluid leak with there being fluid in the pump module and on the external cassette. Technical services suggested to let the cycler dry out and try and resume use for the next treatment. Upon follow up, the nurse verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient was prescribed a prophylactic regimen of antibiotics. The cycler set used by the patient is not available for return for physical evaluation by the manufacturer.

Event description:
It was reported by a peritoneal dialysis (pd) nurse that a fluid leak was discovered during treatment complete of pd treatment training in the clinic. The patient encountered air detected in cassette warnings. The nurse then noted a fluid leak with there being fluid in the pump module and on the external cassette. Technical services suggested to let the cycler dry out and try and resume use for the next treatment. Upon follow up, the nurse verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient was prescribed a prophylactic regimen of antibiotics. The cycler set used by the patient is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.